Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 65 mg/dl and 40 at the time of the incident. Current blood glucose was 201 mg/dl then state that it was not 40mg/dl . The customer was assisted with troubleshooting and declined for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low bg event. The customer was treated with food. Customer will not returned device for analysis.